Event description:
Additional information received reported that the patient¿s device pocket site had not been infected, but instead had an uncoagulated incision. It was stated that after the intervention surgery described above to clear the pocket site and establishing wound stasis, the patient had recovered and was doing fine. It was noted that stimulation was ¿working great."

Manufacturer narrative:
Product ID 37746 lot# serial# (B)(4); product type programmer, patient product ID 399930 lot# v000937, implanted: 2005 (B)(6); product type lead product ID 748940 lot# serial# (B)(4); implanted: 2005 (B)(6); product type extension product ID 748940 lot# serial# (B)(4); implanted: 2005 (B)(6); product type extension. (B)(4).

Event description:
It was reported that there was a battery change and infection which required a surgical intervention. It was noted that the wound became infected and the patient was taken back to the operating room for incision and drainage of the surgical site at the battery pocket. Symptoms were reported as redness, drainage, and incisional wound opening in the location of the device pocket. It was noted that the patient was alive with no injury. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 399930, lot # v000937, implanted: (B)(6) 2005, product type lead; product ID 748940, serial# (B)(4) implanted: (B)(6) 2005, product type extension; product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, product type extension.